Event description:
On two separate occasions, two different employees attempted to empty the patient's foley bag and encountered a drainage clamp that was not catching which resulted in a urine splash to the employee's face. Employees with urine splash were exposed to the patient's body fluids and were referred to employee health.